Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter leak issue, as a leak was noted on the catheter just distal to the bifurcation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2025).

Event description:
It was reported that some time post catheter placement, the catheter allegedly leaked just near the bifurcation area. It was further reported that catheter was removed using additional intervention and placed new catheter. Patient reported stable.